Manufacturer narrative:
The customer reported a pump programming issue; they were interested in a log review to determine if the programming of dilaudid pca 0.3mg q8 min with a 1 hour lock out of 2.3mg was correct when the patient arrived to the floor from the ER. The customers¿ dataset was not received; therefore the detailed infusion information could not be determined. No physical testing was performed, as the devices were not received for investigation. A review of the received pcu event log prior to the reported event date and time shows the pcu was powered on (B)(6) 10:07 am. The source pca device sn (B)(4) was one of two devices attached at the time. At 10:11 am, the pca was programmed to infuse dose requests of 2.3mg of an unknown drug (drug ID 178) with a lockout period of 8 minutes. A total of 8 dose requests and a bolus of 1ml were infused up to 1:47 pm. At 1:51 pm, the dose request was reprogrammed to 0.3mg. At 3:05 pm, a dose request was infused. The rest of the dose requests noted in the log were all 0.3ml each. Although the customer was interested in a log review to determine the programming; the root cause of the programming issue is due to user error.

Event description:
Customer reported a pump programming issue. The order was for dilaudid pca, 0.3mg q8 min with a 1 hour lock out of 2.3mg. When the patient arrived to the floor from the ER, the nurses questioned the programming of the pump. The customer is only interested in a log review to determine the programming; the nursing floor believed it was incorrect. There is no further details of this event provided, and no patient harm was reported.